Event description:
It was reported by service report that there was loss of power on the bed due to disconnected powercord.

Manufacturer narrative:
(B)(4): issue was resolved for the customer by reconnecting power cord.